Event description:
Pt receiving acyclovir 55 mg/8 ml over 1 hour via syringe attached to the ms402 tubing when tubing loodked to be "corroding" and becoming suspended with the IV medication. Acyclovir with a "spider webbing like" look in tubing.